Event description:
Fifty patients treated with an anterior cervical diskectomy & fusion (acdf) using 4 mg of rhbmp-2 from a kit of infuse bone graft (medtronic) soaked onto 2.5 cc of a tricalcium phosphate bone void filler (vitoss, orthovita). Five (10%) patients presented to the emergency department with complaints of swelling and difficulty swallowing. Two were discharged after evaluation and 3 were admitted for observation for 48 hours. No intervention other than steroids was needed. No major complication was seen in any patient. Dose or amount: 1.6 mg/cc, frequency: once. Route: acdf.